Event description:
It was reported that the patient was presented with no external power alarms. The patient claimed to have "pulled the wire" when going to the bathroom and falling asleep one time on battery. The log files were submitted for review and it appeared that the log file captured low power hazard and no external power events. This occurred while attached to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.